Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes, an unspecified number of samples had erroneous elevated troponin result attributed to fibrin clots. There was no health impact or consequences reported.